Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they experienced a loss or change of therapy. Her device had not worked in two years. She did not know why it did not work. This occurred in 2014. She tried to get it going and got a shock. The patient was swollen at the implantable neurostimulator (ins) site and their urine smelt, which occurred six months ago. They were sore in the private area, which occurred in (B)(6) of 2016. There was a vaginal odor, their urine smelt terrible, and was always bright or dark yellow. This occurred six months ago. The patient was in the hospital. She had a really hard fall and currently had a broken pubic cone. Part of their hip was fractured. This occurred in (B)(6) of 2015. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a loss of therapeutic effect. They didn¿t realize this at first as they still used pads, however, they realized that the pads were soaked now and that was about a week ago. The patient had no stimulation sensation and around the same time that they realized the loss of therapeutic benefit they realized they weren¿t feeling stimulation, which they normally did. The patient had a shocking or jolting sensation. About 2 days after the patient determined the loss of therapeutic benefit and that they weren¿t feeling stimulation, they went to adjust the stimulation and when they did they felt a shock go through their whole body so they turned the stimulation off. The patient did not remember if the stimulation was on or off and assumed it was off because they didn¿t feel the stimulation. The patient mentioned that they had a bad fall about 1.5 months ago and they fell forward and landed on their artificial metal knee, which was on the opposite side to their implant. Two weeks after that the same thing happened again on the same knee and the patient received x-rays of their knee. No x-rays of the implanted system were conducted at that point. Earlier in the summer the patient did increase the stimulation because they didn¿t want to have an accident. The patient didn¿t have a current health care provider (hcp) for their device. The patient¿s stimulation was off and was set at 2.1v. The patient decreased all the way to 0. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v061745, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).